Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 361 mg/dl. The customer was not sure what caused the high bg level. A corrective bolus was delivered to address the bg level. A pump system check was performed and there was no device issue found. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider. The customer acknowledged the advice.